Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's grand daughter reported about the customer who received low readings compared to hcp meter. Approximately around (B)(6) 2019, customer was receiving unspecified low readings and "lo" (readings lesser than 40 mg/dl) and was therefore always having extra food. Customer was "feeling sick, cough and was partially unconscious" and was seen at the hospital where a reading of 9 mmol/l (162 mg/dl) was obtained on the hcp meter. Customer was reportedly diagnosed with "possible ketoacidosis" and was treated with insulin (dose/type unknown). Customer was hospitalized and discharged on (B)(6) 2019. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's grand daughter reported about the customer who received low readings compared to hcp meter. Approximately around (B)(6) 2019, customer was receiving unspecified low readings and "lo" (readings lesser than 40 mg/dl) and was therefore always having extra food. Customer was "feeling sick, cough and was partially unconscious" and was seen at the hospital where a reading of 9 mmol/l (162 mg/dl) was obtained on the hcp meter. Customer was reportedly diagnosed with "possible ketoacidosis" and was treated with insulin (dose/type unknown). Customer was hospitalized and discharged on (B)(6) 2019. There was no report of death or permanent impairment associated with this event.